Event description:
Customer reportedly obtained results of 400mg/dl and 97mg/dl on the advantage system within 10 minutes. An additional comparison was reported where the customer tested 595mg/dl and 220mg/dl on the advantage system within 10 minutes. Customer reportedly took 30 units regular and 55 units of novolin n in response to the results. No adverse event reported. Requested return of suspect system and replacement was sent. No info given to indicate where comparisons performed.